Manufacturer narrative:
Patient information were not provided. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Event description:
Livanova USA inc has been informed that, during set up, the luerlock connection has detached from the skewer of the needle. The issue occurred prior to patient involvement.

Event description:
See intial report.

Manufacturer narrative:
The defective device was declared as available. However, the customer has finally not returned the device and provided a picture that confirms the reported issue: cannula trocar needle was detached from the luer lock cap. A review of the DHR did not identify any deviation, non-conformity or material issue relevant to the reported failure. Livanova investigation suggested that the most probable root cause of the disconnection is ascribable to an error related to the adhesive distribution between connector and trocar (needle). As a part of continuous improvement project, in (B)(6) 2019, the standard operating procedure for the manufacturing of the complained cannula has been revised including additional check for first piece in curing trocar to luer bond and additional 100% inspection of adhesive cure for trocar to luer bond with needle to test for softness. Manufacturing personnel has been trained on the new revision of the procedure on (B)(6) 2019. Further investigation and evaluation of feasibility of potential improvements are on-going. Livanova is committed to identify possible corrective actions in the manufacturing process aimed to reduce/eliminate this potential human error. Livanova will keep monitoring the market. Device not yet returned.